Event description:
It was reported that the ilet delivered repeated alert 41 indicating an insulin absolute range error, and the user was instructed to restart the device multiple times, after which the alert recurred; the device was designated for replacement and the user transitioned to backup therapy. Symptoms included no reported clinical effects. Outcomes included interruption of insulin delivery and the need for alternative therapy. Investigation included remote troubleshooting and review of device performance history. Investigation of this case revealed persistent device alarm behavior consistent with an insulin delivery fault, with the affected component attributed to the pump system. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.